Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11april2019. Customer decided to retire unit and not repair it. Unit placed out of service.

Event description:
Customer contacted technical support (ts) stating that unit had error code message of pressure sensor failure. Patient involvement at the time of the reported issue is unknown. No harm or injury to the patient or user was reported. Event date not specified, estimate used.